Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device had been fired six times on the stomach with a gold cartridge using buttressing. They transected the small bowel and created the jejuno-jejunostomy with white cartridges. The surgeon brought up the roux limb to connect it with the circular stapler to the stomach pouch. The last firing of the procedure was with a white cartridge on the jejunum remnant; to take off the part of bowel that was dead. The device was fired, and there were staples that were not formed. The staples did not form on the third row on the patient side. The area was over sewed to correct. The procedure was completed without impact to the patient. The device was discarded.